Manufacturer narrative:
Concomitant products: product ID: 977a275, lot# va0xv05016, implanted: (B)(6) 2015, product type: lead. Product ID: 977a275, lot# va0xv05024, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
It was reported the postherpetic pain patient felt "strong stimulation" the day prior to report "when working near a large piece of equipment." The patient subsequently turned off their stimulation. It was noted the patient had been working near a desktop engraver/precision instrument when they felt the "unbearable strong stimulation." It was noted this presented a mild health hazard to the patient. The patient noted that they turn the stimulation off at work and as a result their stimulation was not useful/meaningless. A supplemental report will be filed if additional information is received.

Event description:
Additional information noted the patient¿s implantable neurostimulator (ins) remained off at the time of follow-up. It was also noted that telemetry would be performed with the patient¿s ins on (B)(6) 2016 and that ins data would be collected at that time.

Manufacturer narrative:
Please note the implant date previously reported, has been corrected at this time.

Event description:
Additional information reported that in (B)(6) 2016 the patient had felt a strong stimulation in their right abdomen, at their pain site, while working near industrial equipment in their workplace. However, later in (B)(6) 2016, the patient felt an uncomfortable stimulation at their implantable neurostimulator (ins) site in their left abdomen while near commercial and industrial facility equipment. It was noted that usually the patient would turn their stimulation off while doing work, but they had forgotten to turn it off at time of the incident. Impedance testing was performed and found the system&#62688;therapy impedance was 1000 ohms. The action taken to resolve the issue was that the patient was advised to turn their stimulation off while at work; however, it was noted the issue remained unresolved at the time of follow-up. The patient noted their pain did not worsen and was not aggravated when they turned their stimulation off and that they had no issues with doing so. No further actions were to be taken. There remained no surgical interventions planned or performed at the time of follow-up and the patient also had "no health damage" at that time.